Event description:
Baby fell out of a draeger medical inc isolette 8000 which resulted in a head depression fracture and subdural hematoma. Device was inspected by our biomedical department who noted that the latching mechanisms were intact.